Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report a patient experienced a missing sensor wire upon sensor insertion on (B)(6) 2015. Sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.